Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging an onetouch verio pro in the (B)(6) meter was displaying an error 2 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: complaint not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an error 2 message. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. Although the test strips passed all testing, the subject meter has not yet been evaluated by product analysis.

Manufacturer narrative:
(B)(4). The meter was returned on (B)(4) 2012 and was tested on (B)(4) 2012 and it was noted that the alleged error message was not reproduced.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the test strips were evaluated and have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.